Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The cochlea was damaged during implantation on (B)(6) 2022. The implant was left inside the cochlea and the wound was sutured. Post-operatively, the user suffered from several episodes of meningitis. The implant was removed on (B)(6) 2023.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the limited information received from the field the cochlea was damaged during implantation surgery. Further, the recipient suffered from post-operative meningitis. A review of the device_s sterilization records showed that the device has been subject to a valid sterilization process. Thus, no available information points to the implant being the source of the reported issue. However, despite requested no further information has been received. This is a final report.

Event description:
The cochlea was damaged during implantation on (B)(6) 2022. The implant was left inside the cochlea and the wound was sutured. Post-operatively, the user suffered from several episodes of meningitis. The implant was removed on (B)(6) 2023. Despite requested no further information could be received from the field.